Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to try and address the issue; however, the issue persisted. Customer's blood glucose was 200 mg/dl. The customer reverted to an alternate method in insulin therapy.